Event description:
The hcp reported the pt was experiencing increasing pain. A cat scan was performed. The results were not reported. The catheter was explanted due to a questionable catheter tip granuloma. It was returned to the manufacturer for analysis. The hcp reports the catheter will be replaced at a later date. A follow up report will be sent when additional information is received.